Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is folded over and attached to the optic by solution. One haptic is broken in the distal area (not returned). The lens was cleaned with lphse. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The cartridge was not returned for evaluation. The file indicates the use of a non-qualified viscoelastic. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/monarch combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that during an intraocular lens (iol) implant procedure, the lens bowed up and did not deliver correctly into the eye. Additional information was reported by the initial reporter, that all issues were resolved and there was no surgical intervention.